Manufacturer narrative:
D4 and h4 unique identifier (UDI), medical device serial, medical device model, medical device catalog and device manufacture date not available. Upon investigation of the actual device used in this incident, it was determined that activity transactions (removals, wastes, etc.) Were performed on a patient with mismatched allergy information on the server, causing the transactions to be skipped and resulting in missing data. A technical support specialist (tss) retrieved the transaction details and shared the information with the customer. The tss also dialed into all four stations and performed troubleshooting, confirming that no stations remained in retry mode and that there were no delayed downloads. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, four devices were on upload and retry mode. However, there were no delay in patient care and no adverse events or injuries reported based on this event.